Event description:
The customer was running patient comparisons between two dimension vista instruments. A discordant, falsely elevated magnesium (mg) result was obtained on one patient sample on the dimension vista 1500 instrument. It is unknown if the discordant result was reported to the physician(s). The result obtained on the other dimension vista instrument was lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated mg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran all mix tests and replaced sample probe 3 mixer and reagent probe 4. The cse reran all mix test and alignments. The cause of the discordant, falsely elevated mg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.